Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 2 months after the dental implant was installed in intraoral region #31, it was verified its loss of osseointegration; 25 ncm of primary stability was achieved and immediate load was not performed. Pt had low bone quality (bone type IV). The pt presented infection.